Manufacturer narrative:
No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. Inspection of the patient history buffer (phb) data showed invalid egv values indicating communication issues between the pod and cgm. When valid egvs were available, the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egvs) and user inputs. No damages or defects were found that would affect the delivery of insulin.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on (B)(6) 2025. The patient's blood glucose levels reached 584 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include feeling weak, dizzy, vomiting and heart palpitations. The patient removed the pod prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids and insulin. The patient was in the hospital for 14 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.